Event description:
It was reported that the device longevity estimator did not appear accurate. At one year post implant the remote monitoring transmission indicated the device had a longevity estimate of 3-3.5 years and then at an office check approximately 3 months later the estimate was 2-2.5 years. Also, the right ventricular (rv) lead had high outputs of 6 volts at 1.5 milliseconds. The device and rv lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 506845 implantable pacing lead 1999-(B)(6), 506852 implantable pacing lead 1999-(B)(6). (B)(4).